Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the motor drive unit was not running smoothly or rotating as fast as it should. The case was successfully completed using the same device with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 06/10/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.